Event description:
An optometrist reported two possible reactions between this product and a particular brand of contact lenses. The optometrist reported she consulted with an ophthalmologist regarding these cases; and the ophthalmologist indicated a diagnosis of "stem cell damage" and that he has "seen a disproportionate amount of these cases relative to the market". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Based on no lot code or sample provided, no root cause can be determined. Additional information has been requested. (B)(4).